Event description:
It was reported that a patient went to the emergency room after experiencing a breakthrough seizure. Programming history was reviewed for the patient's device and revealed no anomalies for the first two years of implant life of the patient's device. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
A company representative attended a follow-up appointment with the patient and her neurologist. It was noted that there was no clear answer on the cause of the patient's increased seizures; however, the physician did not believe the seizures were directly related to vns. The physician adjusted the patient's settings and ordered bloodwork to monitor the patient's medication levels. System diagnostics were performed during the clinic visit and were within the normal limits. No additional relevant information has been received to date.